Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation and the device performed to specification. The device was put through functional testing without duplicating a malfunction. The device was recertified and returned to the customer. The battery used during the event was not provided for evaluation. An event date was not provided; however, review of the log files from july 27, 2024, is consistent with the reported event. At the start of the event, the device was powered by battery only. The first entry of low battery was observed and the second low battery entry was 25 minutes later. Following the second low battery entry the device recorded a shutdown and powered off on its own. The device powering off on its own was caused by a low battery and not a fault of the device. The user was warned appropriately and zoll recommends hat a spare battery be available at all times. Analysis of reports of this type has not identified an increase in trend.